Event description:
Account reported that patient underwent uneventful(B)(6) 2011. Referred back (B)(6) 2014 requesting enhancement in both eyes. States vision changing over the ''last ten years''. Diagnosis ectasia right eye more than left eye. Primary treatment: right eye -3.50 - 1.00 x 090. Left eye -3.50 -1.00 x 180. With intralase 110m flap both eyes history of change per affiliate's records: right eye: (B)(6) 2012: ucva (uncorrected visual acuity) 20/20 +0.50 -0.75 x 075 20/20. (B)(6) 2013: ucva 20/40- +1.50 -2.50 x 050 20/25. (B)(6) 2014: ucva 20/150 +3.00 -3.00 x 055 20/25. Left eye: (B)(6) 2012: ucva 20/20 +0.50 -1.25 x 100 20/20. (B)(6) 2013: ucva 20/25 -0.25 -1.00 x 101 20/20. (B)(6) 2014: ucva 20/30 plano -1.50 x 101 20/20. Patient referred to corneal specialist to manage ectasia.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.